Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the closure top hex drive feature stripped during final tightening within surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, and conclusions) - the closure top was returned for evaluation. The threads were found to be fully intact, however, the hex drive feature was deformed. Based on the visual evaluation of the hex deformation, it is likely the failure is due to the surgeon using a driver that was previously stripped (likely stripped from inadequate seating). A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the closure top hex drive feature stripped during final tightening within surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure without reported patient impacts.